Event description:
According to the reporter: three magazines did not clamp properly, when the other two magazines from the same lot were not used any longer. The staples did not deploy from the magazine. The staple seam had to be over sewed. Extension of surgery time was reported as more than 30 minutes.

Manufacturer narrative:
(B)(4).